Event description:
International customer reported that a pt presented with a surgical site wound dehiscence at an unspecified time following breast reduction surgery. It is assumed that the pt was returned to surgery for repair. No further details were provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.